Event description:
It was reported that there were 3 patients where the reporter believed the reservoir volume was updated during a refill, but the pump alarmed shortly after. The reporter believed there may have been a problem with the programmer. The reporter did not indicate that any of the pumps had been in stopped mode, but they alarmed early as if they had not been updated even though the reporter thought they had been. It was later reported that the healthcare provider (hcp) had alleged a premature empty reservoir alarm. The reporter spoke with the hcp about being certain that the pump was actually updated and explained the erroneous alarm that could occur with old software cards. The reporter also stated that in the last 2 years prior to the report the patient had also had a premature low reservoir alarm. The reporter noted that the physician programmer software card had been updated in (B)(6) 2013, but the latest occurrence had happened in (B)(6) 2013. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).